Manufacturer narrative:
Results: the total length of the pusher assembly was approximately 159.5 cm; therefore, approximately 25.0 cm of the pusher assembly proximal end was fractured off and not returned for evaluation. The proximal end of the pusher assembly hypotube was flattened and kink approximately 1.0 cm from the proximal end. The pusher assembly was kinked approximately 33.0, 57.0, and 78.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds and a knot. The pull wire was inside the distal detachment tip (ddt) alignment feature with coagulated blood. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly hypotube was flattened on its proximal end and had a kink. This damage likely occurred during attempts to manual detach the embolization coil during the procedure. If the hypo-tube is forcefully gripped and becomes flattened, the pull wire may become pinned inside the hypo-tube. While fracturing the proximal end of the pusher assembly during a manual detachment, the pull wire may fracture off along the flatten section of the hypo-tube and prevent the pull wire from being exposed. The root cause of the smart coil not detaching with the handle during the procedure could not be determine. During the functional test, the proximal end of the pusher assembly was broken by the penumbra investigator to gain access to the pull wire. The pull wire was then retracted, and the embolization coil detached from its pusher assembly without an issue. Further evaluation of the returned smart coil revealed kinks along the pusher assembly and offset coil winds along the embolization coil. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully implanted nine smart coils using the handle. After two failed attempts to detach the tenth smart coil using the handle, the physician tried to manually break the detachment zone. However, the proximal end of the wire broke off instead. The physician tried to break the detachment zone again, but the proximal end of the pull wire continued to break off during each attempt until the physician reached the rotating hemostasis valve (rhv). Therefore, the smart coil was removed. The procedure was completed using five additional smart coils and the same handle. There was no report of an adverse effect to the patient.